Event description:
I am experiencing symptoms of bii, though I know you do not believe in it. I have had multiple lab workups and cannot get on top of these symptoms. I am looking at explant, however that is very pricey without any recognition that this is indeed a valid dx. For 2 years, I have been complaining of more frequent headaches, pain throughout my body, esp joints, brain fogginess, feeling as if a loss of control in thoughts, difficulty with decision making, poor sleep, fatigue, and my head feeling as if a huge weight just "stuck" to my shoulders. I've tried every remedy there is. I've even resorted to cutting my long hair super short to see if that was a cause of terrible migraines and fatigue. I've become angry easy related to the pain and fatigue. My hx includes military, marathon, and running as a sense of antidepressant. I cannot do that anymore, and some days slow walking is all I can get out. My labs continue to be skewed with days of highs/lows yet many normal. There is no rhyme or reason found for any of this. We're still ruling out autoimmune, yet that coincides with what I'm feeling. My implants are mentor and up until about 2 yrs ago I had not had any trouble. They were placed in 2006 with no complications. I hope and pray that eventually this can become a priority to address. You were quick to give full FDA approval of saline mentors as implants. You need to be quick to give a reversal so all of us who trusted the FDA can hopefully get relief. Lab values may be requested if required. Reference report: mw5115186.